Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide, with a 6fr sheath, after an coronary interventional procedure. Reportedly, the tip of the proglide device was said to have "prolapsed" upon entry into the patient. Resistance was felt and a picture was taken revealing the tip of the proglide device had folded over. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported tip of the device was prolapsed and folded was not confirmed. Inspection of the returned device indicated that the link was loose; suggesting that the lever had been opened to deploy the foot and a loose link could appear very similar to the reported tip (the front of the distal guide) of the device was prolapsed and folded. Based on the reported information, manufacturing inspection criteria and analysis of the returned device could not be determined as to when and where the link was loose. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.